Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the use of products that contain silicone can cause deposits of white foreign material. However, a definitive root cause of the identified issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the jet tube. There were no reports of patient involvement.